Manufacturer narrative:
The reported events of lead dislodgement and the failure to retract and extend the helix were confirmed by analysis. The reported event of high pacing impedance was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix was extended and obstructed by blood and tissue and the inner coil in the connector region was over-torqued, indicating procedural damage. The cause of the helix mechanism issue was identified as the obstruction by blood and tissue and the over-torqued inner coil in the connector region. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow-up after an implantable cardioverter defibrillator (ICD) implant procedure. During the follow-up, it was found that their right atrial (ra) exhibited high, out of range pacing impedance. Fluoroscopy performed confirmed the lead had been dislodged. The ra lead was attempted to be repositioned on (B)(6) 2025, but it was discovered that the helix neither extended nor retracted. The lead was explanted and successfully replaced. The patient was stable.